Event description:
During baxter's evaluation it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation, a door not fully latched alarm was observed when attempting to load a set. Evaluation determined the cause to be a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.